Manufacturer narrative:
The visual inspection of the returned device performed as part of the manufacturing investigation reported the set screw has visual deformation to the t25 stardrive in the clockwise direction. The locking tabs on the body have damage from assembly. The pre-set torque band has been broken per visual inspection. The pangea locking cap coming lose could manifest by the head not being mobile and aligned to rod at the time of final tightening per the pangea technique guide. The complaint is not confirmed from a manufacturing perspective if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient approximately 3 years status post lumbar fusion with pangea system was returned to the operating room for revision surgery on (B)(6) 2014 due to non-fusion between l4 and l5. The pangea implants were removed, and the surgeon noticed that the pangea locking cap at l5 (right) was loose. Since the locking cap was loose, additional load was placed on the screws to the left, and the screw at l5 (left) became loose. The revision surgery was completed with no reported time delay. Patient status/outcome following the procedure was not provided. This is report 1 of 10 for complaint (B)(4).

Manufacturer narrative:
Additional product codes: mni, mnh, kwp, kwq. Implant date approximately 3 years prior to revision date, actual date unknown. (B)(6). A device history review was conducted. The report indicates that there were no issues during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.